Event description:
It was reported that when the right ventricular (rv) lead was inserted into the rv port of the implantable cardioverter defibrillator (ICD) there was difficulty engaging the set screw. The ICD was explanted and replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a loose/detached set screw. (B)(4).